Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed all testing, with no anomalies found.

Event description:
It was reported that the external pulse generator (epg) "shut off abruptly" two times, while in use on a patient. It was also noted that the epg could be turned on again and used normally. The epg was removed from service. No patient complications were reported as a result of this event.